Manufacturer narrative:
As reported in a research article, an event of residual shunt and ventricular tachycardia was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The use of the device in a position not recommended in the instructions for use could have contributed to the reported event. Please note, per the instructions for use, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established.

Event description:
The article "early spontaneous closure of large arterial ducts in two term neonates with ebstein anomaly after failed attempts of transcatheter closure" was reviewed. The research article presents a case study of a 9 day old female patient with with ebstein¿s anomaly of the tricuspid valve and a significant arterial duct. The pulmonary end of the arterial duct was 6.3mm, and the length was 8.9mm. An 8mm amplatzer vascular plug ii was chosen to close the arterial duct using a 5f jr 3.0 launcher coronary guide catheter (manufacturer: medtronic). A residual shunt was observed and the device was not stable in the defect, so the device was removed prior to release from the delivery cable. The catheter was exchanged to 6f, during which the patient experienced two episodes of ventricular tachycardia. A cardioversion was required. A 10mm amplatzer vascular plug ii was then attempted for implant, but the delivery was laborious. The procedure was aborted due to access-related bleeding noted. Two days following the procedure, there was a spontaneous complete ductal closure, and the patient had a good final clinical outcome. The primary author of the article is raymond n. Haddad, hôpital universitaire necker-enfants malades, 149, rue de sèvres, 75015, paris, france. The correspondence email is raymondhaddad@live.com.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.